Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead passed the introducer test using a fresh introducer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not able to be advanced through the catheter. The coils appeared to be bunched up on fluoroscopy. It was noted that the sheath that was selected may have been too small. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.